Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strips had a poor storage.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 111-163mg/dl fasting. Verified the strips expire 7/30/2017. Customer confirms the strips have been stored in the kitchen and were first opened (B)(4) 2016. Reviewed meter memory: (B)(6). Customer is concerned with 193, 243mg/dl. Customer is complaining that her meter is reading too high. She ran a blood glucose test toady with her meter and got 193mg/dl and on her brother's meter her reading was 171mg/dl (fasting).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user's test strips had a poor storage (kitchen), it might affect others strips in the vial.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 111-163mg/dl fasting. Verified the strips expire 7/30/2017. Customer confirms the strips have been stored in the kitchen and were first opened on (B)(6) 2016. Reviewed meter memory: (B)(6). Customer is complaining that her meter is reading too high. She ran a blood glucose test toady with her meter and got 193mg/dl and on her brother's meter her reading was 171mg/dl (fasting).